Manufacturer narrative:
Analysis was performed to the returned device. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. A conclusive cause could not be determined for the reported device entrapment. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to device entrapment include, but not limited to; tissue or suture caught in the foot or posterior cuff partially deployed in the foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a venous closure of the right common femoral vein was attempted with a prostyle device using the pre-close technique via a 7f sheath hole prior to an hyperthermic interventional procedure. Femoral imaging was not performed. Reportedly, when attempting to remove the device to reinsert the guide wire, the prostyle got stuck in the vessel and could not be removed. It was noted that the suture was stuck on the device shaft. The suture was then cut and the suture and device were removed. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 14f, and the hyperthermic procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 - medical device problem code 2017 clarifier: failure to follow steps / instructions.